Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a communication error. Further information received from the fse indicated that as a result of the error, the system locked up. No patient serious injury or death was reported related to this event.